Event description:
It was reported that a foreign body was left in the artery of a female patient. A female patient of (B)(6), with a history of lupus erythematosus and dialysis, underwent an angiography for dilatation of the tibial artery on the right leg. The patient returned to hospital 3 days post procedure with very serious pain and leg freezing sensations. Five days post procedure, the patient had her right leg amputated by thigh level for serious thrombosis. After the operation the surgeon noticed that the femoral artery was blocked by a foreign body. The unidentified foreign body, suspected to be the protective sheath of the balloon catheter, has been left in the artery, causing the artery thrombosis. The foreign body in the femoral artery was retrieved. It was kept by the authority. The sanitary direction of the hospital would like to carry out a ¿test¿ using an introducer 4f and a guidewire and a similar balloon in order to see if it is possible to introduce the balloon with it's protective sheath.

Manufacturer narrative:
The device was not returned for evaluation. The manufacturing documentation for this lot was reviewed and no anomalies were identified. The initial event description indicated that the foreign body could potentially have been the protective sheath of the balloon catheter. Experimental analysis was conducted by the manufacturing site. The maximum outer diameter of the protective sheath in comparison with the maximum inner diameter of the introducer confirms that the protective sheath could not have passed through the introducer. Based on the result of the manufacturer¿s experimental analysis, the protective sheath could not be the foreign body reported by the customer. No further information was available in relation to this event. The IFU lists vascular thrombosis as a possible adverse event.